Event description:
Patient self tester with no change in diet or exercise, strips not a new lot number for patient. Patient administers 10mg coumadin per day (takes it at night). No history of cancer, anemia, autoimmune disorder, kidney/thyroid/liver disease, no supplements, takes low-dose antihypertensive med, no antibiotics, no heparin or light molecular weight heparin, no recent hospitalization. On coumadin for 30 years. Began self-testing (B)(6) 2009. Strips stored in cabinet at patient's house. Patient noted a discrepancy between inratio result and a competitors result. Inratio: 3.7, unknown competitor's meter: 2.8.

Manufacturer narrative:
Investigation pending.